Event description:
The customer reported there was a problem with the image failure. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the network parameters and checked the image quality. The system operates as intended.